Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager lock failed, and customer were unable to recover the storage space. The customer reported that they attempted to pull open the drawer, but the door did not click open. A reboot was attempted, but the issue persisted, and recovery was not possible even when using the key. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) not unlocked when prompted with no clicking sounds. A field service engineer reseated latch cable connections but issue persisted therefore replaced srm control board and latch which resolved the issue and verified functionality. The system functioned as intended after the field service engineer repaired the device.